Manufacturer narrative:
New world medical reviewed the FDA maude database on march 31, 2020 and found the following information reported: ahmed glaucoma valve implanted was discovered to be defective. FDA safety report ID # (B)(4). No specifics of the issue reported can be determined as customer information was not provided for follow ups.

Event description:
Ahmed glaucoma valve implanted was discovered to be defective. FDA safety report ID # (B)(4).